Manufacturer narrative:
Pc- (B)(4). The following information was requested, but unavailable: could you please provide the lot number? How was the procedure completed? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown cardiovascular surgery on (B)(6) 2021 and suture was used. During the 1st stitch, after passing the needle through the tissue, the suture was detached from the needle. It was not a control release needle. There were no adverse consequences to the patient. No further information was provided.

Manufacturer narrative:
Date sent to the FDA: 05/14/2021. The manufacturing records couldn't be reviewed as the batch number is unknown. Additional h-3 summary: visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one opened sample of product code x926h was received for evaluation, the swage and attachment area of the needle were noted with marks, due to use of surgical instrument, and a suture piece still was attached to barrel needle. The end of the suture was cut which appears to be by the use of a surgical instrument could be observed. The functional test could not be performed due to the condition of the sample. The condition of the sample received indicates improper handling of the device. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 05/14/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.